Event description:
It was reported that the device had error code 41541. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. A functional test was performed, and the reported issue was duplicated. The pump showed error code 41541. The cause of the reported issue was due to the latch lock sensor. As a result, the latch lock sensor was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.